Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and a correction bolus via the pump was delivered to address the bg level. The customer did not know what caused the high bg. As the high bg had been resolved, tandem technical support was unable to troubleshoot and advised the customer to discuss the event with a healthcare provider.